Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. Attempts have been made to retrieve the following information and the device: was there any patient consequence? To date, no additional information or the device have been received. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during and unknown procedure, the jaws of the device were locked and didn't open. Another device was used and the surgery was completed without an issue. Patient consequence was not reported.